Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet would not power on after being worn while swimming at a waterpark. The device disconnected from the user¿s phone and the screen was not usable. Blood glucose was elevated to 400 mg/dl and out of range for more than 90 minutes. The condition was to be corrected with a replacement ilet. No symptoms, external assistance, or medical intervention occurred.